Event description:
Anemia [anaemia]. Numbness of fingers and toes [hypoaesthesia]. Tingling of fingers and toes [paraesthesia]. Case description: a regulatory authority rep reported that they were notified that an adult consumer, gender, and age unspecified, used fixodent denture adhesive, version unknown cream, denture grip, and seabond twice daily beginning 1987 to present 2009 and reported the following: hospitalized on several occasions for severe anemia, experiencing numbness of fingers and toes and tingling of fingers and toes. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Diagnose for use: denture adhesive (denture wearer) denture adhesive (denture wearer). Cellulose gum 20 %) cream 1applic. (Us) otc device.